Manufacturer narrative:
A2-a6) patient information - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. H3/h6) the tightrail was discarded, thus no product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to non-function. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. During use of a spectranetics 11f tightrail sub-c rotating dilator sheath, the lead could not be removed from the tightrail; therefore, the tightrail was disassembled and removed from the lead. The procedure was completed, with no reported patient harm. This report captures the 11f tightrail that got stuck on the lead, requiring additional intervention for removal.